Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a 1l ns with mannitol attached to patient and pump set to run over 2 hours. Settings verified on pump. After 2 hours, bag still contained approximately 500ml. Continued to add volume to pump until bag complete-per pump approximately 1750ml admin, which took approximately 3.5 hours. The pharmacy verified that equal amount of fluid to mannitol was removed prior to adding mannitol to bag. The event happened during patient infusion at the medical oncology unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.